Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The reported issue was confirmable using logs; m-02, 4-07, 1-87/1-8a, c-82, 2-07/c-82 errors logged on multiple days. Fa inspection was able to confirm and replicate the reported event; unit tested on system, presented 2-71 and m-02-3 errors on startup. Also, m-b0 errors in logs.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, that the customer contacted the technical service engineer (tse) about intermittent errors on the integrated electrical surgical unit. Tse reviewed the system logs and observed an m-02 module timeout error on the generator. The customer stated that this error had occurred multiple times. The procedure was completed with no reported injury.